Event description:
It was reported that during pulmonary vein isolation (pvi), at the end of an ablation procedure char formation was noticed at the distal end of the thermocool® smarttouch® sf bi-directional nav catheter. During the ablation impedance was 250 ohms in cs catheter and the temperature was 38°c. There were 80 ablation cycles with a total time of 5922sec. Impedance range from 127-251. Temperature from 24-38. The act was 550, 560, 405, 335, 315, 310. Force range normally 10-40g but also the forces about 60g for a short time. They used a sl1 sheet and an extension line. The ablation setting was time 900 seconds, powers was 30 w and in the power mode. The maximum impedance cut off was 250 ohms. The temperature cut off was 38°c. The irrigation settings were high flow from 8 to 15 ml, and low flow was 2ml. The procedure was completed with no issues. No adverse patient consequences were reported. Upon request additional information was received, stating that the physician considered the char being excessive based on his clinical experience.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that at the end of the procedure the physician noticed that there was charring at the tip of the electrode. In addition, forces of 60 grams were sometimes displayed. The returned device was visually inspected upon receipt and the tip dome had char and reddish material. Per the event, the catheter was initially analyzed by r&d and no root cause could be found. An internal investigation has been initiated to further investigate this issue. Due to the catheter was inadvertently opened to investigate the char condition; the force feature could not be analyzed. However, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified since char was present on the tip dome. However, the root cause could not be drawn.